Manufacturer narrative:
The affected evita 4 was manufactured in july 2000 and was analyzed by the manufacturer. The reported warmstart could be confirmed by the log analysis. The exact root cause of the warmstart was not logged at the time of event but further error codes indicate that the o2 cartridge malfunctioned. No further errors occurred after the replacement of the affected component. The device has behaved as specified for the malfunction and has performed warmstarts in order to restore the ventilation. During a warmstart, the evita opens the breathing system to allow for spontaneous breathing. This entire process is accompanied by an alarm. After reviewing all current incidents, the remaining patient risk of evita is within the acceptable range and even several potencies below the risk chart's defined risk limits.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that the device performed a restart (warmstart) during patient ventilation. After the restart, the device continued to ventilate with the previous settings. No patient consequences reported.